Event description:
A report was received that the patient underwent an ipg replacement due to communication issue. The patient is doing well following the revision.

Manufacturer narrative:
A returned product analysis indicated that the complaint was not confirmed. The ipg was able to link to associated remote control.

Event description:
A report was received that the patient underwent an ipg replacement due to communication issue. The patient is doing well following the revision.